Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay additional information. Concomitant medical products - m2a magnum cup us157856 lot 424100, m2a magnum taper insert 139252 lot 087190, echo porous femoral stem 192411 lot 014390.

Event description:
Additional information received in medical records indicated patient¿s right hip was revised due to groin pain. Operative report indicated some difficulty accessing the joint and increase in surgical time due to patient¿s morbid obesity. During the procedure, scar and synovial tissue was resected, the femoral head was removed and replaced, and a dual mobility bearing was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient was revised approximately 3 years post implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.